Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system inter-connection flex cable that was not properly seated to a connector. The cable was re-aligned and secured to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.